Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. The shell and straight shell inserter were returned for further investigation. Upon visual inspection the thread of the shell shows damage and there is a broken thread on the inserter. Review of the device history records for reported components identified no deviations or anomalies. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This information does not change the previously submitted investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Part: 110003450 name: g7 str monoblock shell insrtr lot: 069500. The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-05052.

Event description:
It was reported that the doctor screwed the impactor on the shell once the shell was placed in the acetabulum. The physician was then unable to unscrew the shell from the impactor. By doing this it loosened the cup resulting in removal in the cup during the procedure. Once the shell and attached impactor were removed the physician still struggled to remove the impactor from the shell. The shell eventually came off of the impactor. The surgery was completed with another device. Attempts have been made and no further information is available at this time. No revision procedure was reported to date.